Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, four heartstring seals cracked while loading the seals intothe delivery tube. The report indicated no pt involvement. No pt complications were reported by the hospital.